Event description:
The customer states that one patient sample generated a false positive architect toxo igg assay result of 6.0 iu/ml. This patient's last toxo igg result was negative (0.1 iu/ml) on (B)(6) 2009. The present sample was retested and generated a result of 0.3 iu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Architect probe ln: 8c94-42; arch toxo igg calibrator: lot # 79099hn00; architect toxo igg controls: lot #:83182hn00.